Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's battery isn't charging but with further inquiry patient said he was fully charged last night, but battery is low now. Patient went on to mention hcp turned the power down on one side and everything is going to the other side, meaning only one side is programmed. Patient didn't know the reason why, other than the other side needed to be replaced. Issue started last year or the year before. Technical services (ts) redirected patient to hcp to inquire further. Recharging has been normal, that patient has 8 coupling bars and it took a few hours to go from empty to full. No symptoms were reported.